Event description:
Device 3 of 6. Ref manufacturer report numbers: 1649914-2014-00013 through 00018.

Manufacturer narrative:
(B)(4). Device 3 of 6. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. There were no more devices from the same lot left in inventory for analysis.